Event description:
During the case, the long marked pig tail catheter was broken like two pieces inside the patient while the surgeon was taking out. The broken piece was taken from the patient completely by the surgeon. The two pieces were intact. Nothing was left. The other issue is the markers on the catheters were moving during the case, so that it was failed to measure correctly. The different company's pig tail was used for right measurement in this case. More investigation need to figure out the problems of this product.